Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs on multiple occasions. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.